Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was jammed while being applied on lung during a laparoscopic lobectomy. They used another stapler to complete the case. There was no patient injury.